Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power plug and cable were evaluated and repaired. The system was tested and found to be working as intended and returned to service.